Event description:
Pt was undergoing an angiography when the catheter sheared/broke inside pt at pigtail. X-rays were taken. Pt may require possible surgery. Catheter in left common iliac. Pt still hospitalized as of 3 days later. Pt had unrelated right leg amputation.